Event description:
The plunger of the pre-filled syringe detached while drawing blood. A new pre-filled catheter flushing device was replaced.

Manufacturer narrative:
In this MDR, bd columbus, ne has been listed in sections d.3. And g.1. Device(s) manufactured in a facility that does not manufacture devices for the us market. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
There are no samples returned, so the investigation of the samples cannot be carried out, and it is impossible to determine whether the defect occurred during the manufacturing process. Therefore, no relevant actions were taken.

Event description:
No additional informaiton provided.